Event description:
The device was used during a colectomy procedure. Reportedly, the staples did not hold. The surgeon resected the application site and completed the procedure with a new instrument. The hosp has reported the pt's status is satisfactory.